Event description:
It was reported that during a laminectomy surgery, it was observed that the motor device was working intermittently. According to the report, the surgical team then realized that they had clamped the hose to hard. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, prolonged hospitalization or medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord had been cut and wires are exposed but no electrical wires were damaged. Therefore, the reported condition was confirmed. It was further observed that the device was running at low power. It was determined that the motor running at low power was due to compromised motor components due to not following the emersion and sterilization procedures properly, which is failure to follow the directions for use. The assignable root cause was determined to be component damage caused by misuse, abuse and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.